Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device, and the reported condition could not be confirmed. During a functional assessment, the unit met all manufacturing specifications, and no failures were observed during the assessment.

Event description:
It was reported that during cleaning, the user could not get a cleaning brush through the attachment device. This event occurred during cleaning and was not used during surgery. No inuries or medical intervention were reported. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.